Manufacturer narrative:
No injury, procedure delays, or cancellation occurred as a result of the reported event. The user facility stated that a third party biological indicator also did not evidence passing results following the sterilization cycle. A steris service technician arrived on-site and identified the reported event occurred in a steris 20" century sterilizer. A review of the cycle print out confirmed the cycle to have properly passed. The technician tested the sterilizer and confirmed the unit to be operating according to specification. The verify sixcess flash chemical indicator's instructions for use state "if the indicator is not a blue/purple color, critical sterilization parameters were not met and the flash sterilized item(s) should not be used. Follow department procedures for reporting sterilization failures." Retain testing on the lot number of the verify sixcess flash chemical indicator subject of the event was performed and no issues were noted. No additional issues have been reported with the sterilizer or with the verify sixcess flash chemical indicators. Steris will offer in-service training to the user facility regarding the proper use and operation of the verify sixcess flash chemical indicators.

Event description:
The user facility reported that a verify sixcess flash chemical indicator did not evidence passing results following a sterilization cycle. The instruments were subsequently used in a patient procedure.